Event description:
Device 1 of 2: reference MFR report: 1627487-2012-10350. The pt reported stimulation was ineffective. The pt advised he is not receiving enough pain relief and although stimulation is felt close to his painful areas, it does not alleviate the pain. The pt stated he would like to have the scs system explanted. There is no further information available at this time.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.